Manufacturer narrative:
Concomitant medical products: product ID: dtba1q1 ICD, implanted: (B)(6) 2016, bfxch2615165 stent graft, implanted: (B)(6) 2008, ilxch1824135 stent graft, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate therapy for atrial fibrillation (af)/ rapid ventricular response (rvr). It was also noted there was an intermittent atrial undersensing during atrial arrhythmia. The device and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.